Manufacturer narrative:
D4 - additional device information.

Event description:
Additional information was received indicating the original device information reported was incorrect.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients lead displayed high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the lamitrode tripole 16 lead was complete with multiple broken wires inside the paddle header. The root cause is consistent with the lead being subjected to overstress while in vivo.